Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7246372.

Event description:
It was reported that patients trial leads were removed due to excruciating pain and needing of magnetic resonance imaging. It was noted that MRI showed an epidural hematoma. The patient was doing well post operatively.